Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va341mx implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead h3: analysis of the returned lead (l/n: va341mx) indicated that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown serial# implanted:(B)(6) 2025. Explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that high impedance was observed on the day of surgery. The impedance was greater than 4000 on electrode 1 upon the first impedance check. Impedances were rechecked and there was no change. They tested to check for motor responses on electrode 1 at 0.3 and a system error of "max settings reached" was noticed and they were unable to increase stimulation any further. The physician removed the lead from the header, cleaned with sterile water, then wiped dry again, and also suctioned the header of the battery. They replaced the lead again in the header, back in the pocket site and impedances were checked again. All electrodes showed greater than 4000 impedance. They were unable to increase stim ulation on any program and noted an error message at 0.3 ma "max settings reached." After discussion of the issue with the physician, they elected to pull the lead and replace it with a new lead. The new lead had great motor responses on all electrodes and no impe dance on any electrode with the same 97800 ins battery. It was noted that, during the case, they did not get motor response on electrode 1. The physician got motor responses on all other electrodes, so they proceeded to implanting the lead and battery. They checked impedances on the lead, originally greater than 4000 impedance noted on electrode 1. Then, after re-evaluating and problem solving it, impedance was noted on all electrode and max settings when attempting to turn on stimulation on programs 1-7 at 0.3 ma. No issues with the other lead that was placed. The physician did not use bovie for the procedure. The rep noted that the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va341mx, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.